Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had hypoglycemia (blood glucose levels dropped to 32 mg/dl) and as a result lost consciousness. The paramedics arrived to render aid. For treatment, the patient was given food and levels were stabilized. The paramedics left after 30 minutes.